Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pp sugar reading was 526 [hyperglycaemia]. Press button is to working with jerk (pen is defective) [device issue]. Case description: this serious spontaneous case from india was reported by a consumer as "pp sugar reading was 526(postprandial hyperglycaemia)" with an unspecified onset date, "press button is to working with jerk (pen is defective)(device component defective)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "product used for unknown indication", patients height, weight and bmi (body mass index) were not reported. Dosage regimens: novopen 4: ryzodeg penfill 100 u/ml: medical history was not provided. On an unknown date, patients pp sugar reading was found to be 444 and 526(units not reported) due to its press button was working with jerk (defective pen). Batch numbers: novopen 4: requested. Ryzodeg penfill 100 u/ml: requested. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "pp sugar reading was 526(postprandial hyperglycaemia)" was unknown. The outcome for the event "press button is to working with jerk (pen is defective)(device component defective)" was unknown. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer comment: 02-may-2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: investigational results: novopen 4; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Ryzodeg penfill; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated: -malfunction changed to "no". -final report ticked and fu date removed in EU/ca tab. -imdrf codes added in device addendum. -is non-reportable changed to "no". -investigational results updated. -narrative updated accordingly. Final manufacturer comment: 24-jun-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary. Novopen 4; batch number: unknown. No investigation was possible, because neither sample nor batch number was available.